Event description:
It was reported that multiple cartridges was damaged at cartridge tubing, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer changed the pump supplies to resolve the issue.